Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was not able to reproduce the reported undetected downstream occlusion. Downstream occlusion testing was performed and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test 28 pounds per square inch (psi) during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.